Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of error code 105 (lamp error). Based on the results of the investigation, error code 105 (lamp error) occurred due to faulty led light. The cause of the defective led light could not be identified. It was also noted during the device evaluation that heavy dust was inside the unit and needed to be cleaned as well as wires found corroded and needed to be replaced. These device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center had a lamp error e105. The issue was found during the therapeutic total laparoscopic hysterectomy procedure. There was no delay and procedure was completed by a similar non-olympus device. There were no reports of patient harm.